Event description:
A type iii perforation in the mid rca occurred on post-dilatation of just placed stents, and the pk papyrus covered stent system was selected for treatment. It was not possible to advance the pk papyrus stent to the target lesion, and, upon removing, the stent became dislodged from the balloon. There was no reflow. Another stent was advanced along side the dislodged stent and deployed to adapt the dislodged stent in place.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.